Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-21. H.6. Investigation summary: "bd received 31 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device needle or any fluid path component. This event affected 31 devices. The following information was provided by the initial reporter and translated to english. The customer stated: "when opening the package, foreign body was found on the sharp. There were no other adverse effects on the patient."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2056710, medical device expiration date: 2024-02-29, device manufacture date: 2022-03-16. Medical device lot #: 1354489, medical device expiration date: 2024-02-29, device manufacture date: 2022-03-16. Medical device lot #: 1265133, medical device expiration date: 2024-02-29, device manufacture date: 2022-03-16. Medical device lot #: 1302098, medical device expiration date: 2024-02-29, device manufacture date: 2022-03-16. Medical device lot #: 1293352, medical device expiration date: 2024-02-29, device manufacture date: 2022-03-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device needle or any fluid path component. This event affected 31 devices. The following information was provided by the initial reporter and translated to english. The customer stated: "when opening the package, foreign body was found on the sharp. There were no other adverse effects on the patient."